Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to loosening of the stem, the surgeon performed a replacement of the metal on metal liner.